Event description:
It was reported that during a procedure the laser tip fell off and exploded inside the patient. No patient harm was reported.

Manufacturer narrative:
Information corrected: device codes (b6).

Event description:
It was reported that during a procedure the laser tip fell off and fragmented inside the patient. No patient harm was reported.